Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements of 4.5v at 1.0ms. The physician elected to surgically abandon the lead during the revision procedure. A new rv lead was successfully implanted. No adverse patient effects were reported. There is no further information available at this time. If additional information should becomes available to our company, this event would be updated.